Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. After the operation the patient experienced an erosion of the mesh into the vaginal wall. The mesh erosion was removed and no further treatment was given to the patient.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.